Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 1). Additional supplemental emdrs were submitted to represent the perfix plug (device 2) and 3dmax mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided. Ni-ni-1993 - patient underwent repair with the implant of perfix plug (device 1). (Notes: no op notes were provided). On (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with the implant of perfix plug (device 2) and 3dmax mesh (device 3). Per op notes, "the previous mesh plug (device 1) was present and scarred to the abdominal wall, there was some slight adhesions from omentum. Made an incision at the medial umbilical ligament above the groin area. The previous plug was identified and the plug was still intact, then a large perfix plug (device 2) was placed using tacks. A 3dmax mesh (device 3) was placed to the left of the abdominal wall using tacks." On (B)(6) 2021 - patient had chronic past herniorrhaphy inguinodynia, left groin secondary to 2 previous perfix plugs and a misplaced 3dmax mesh with a fold thereby underwent repair with removal of previously placed all meshes (device 1, 2 and 3). Per op notes, "two perfix plugs (device 1 and 2) were noted, one in the direct space and another one in the indirect space, and these were densely attached to the 3dmax mesh (device 3) in en bloc. They were all removed."